Event description:
Boston scientific received information that during f up device recorded noise on the rv lead. Lmpedence, threshold and r wave were stable. The suspected a lead problem and plannned lead replacement. The lead is a st. Jude medical riata, implanted (B)(6)2003 dr.(B)(6) canada. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).